Event description:
During service by baxter, the infusion pump was found to contain depleted batteries. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.